Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a signal artifact monitor (sam) event due to oversensing of the minute ventilation (mv) feature, which resulted in the disabling of the respiratory sensor. In addition, a sudden rise in pacing impedance measurements, reaching out of range values greater than 3000 ohms, was noted on the right atrial (ra) channel. Moreover, loss of capture (loc) and noise during isometrics were reported. Technical services (ts) was consulted and discussed that there were also inappropriate atrial tachy response (atr) events due to noise oversensing. Ts recommended programming enhancements and lead revision due to a suspected fracture. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.